Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to perform pm on this unit. Fse found that k6,6a,7,8 leak test failed. Fse replaced the drive manifold which alleviated the problem. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (fse) the cardiosave intra aortic balloon pump (iabp) had k6,k6a,k7,k8 leak test failure. There was no patient involvement, thus there was no adverse event reported.